Event description:
It was reported that during implant of new defibrillator, insulation damage was noted on the old capped atrial lead. A new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.